Manufacturer narrative:
Correction: b1: adverse event added b2: required intervention added. H1: serious injury added. H6: patient code 2199 was removed.

Event description:
Subsequent to the initial report being filed, it was reported that the 3x28mm xience sierra sds was implanted distally due to the 3x38m xience sierra stent not able to be be expanded properly. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid to distal left anterior descending (lad) artery. The 3x38mm xience sierra stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, the stent could not expand properly due to the anatomy. Then, a 3x28mm xience sierra was advanced distally of the first xience sierra and the stent also failed to expand due the anatomy. The patient was kept on medical management and treatment will then be determined. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.